Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and cerebral palsy. The date of the event was 2014. It was reported the pump was not helping the patient. The patient experienced a sudden change in therapy. There was "quite a bit of medication" left in the reservoir at refills. A computerized axial tomography scan was done and it was determined that the pump had to be removed. A partial system explant was done. The catheter was still implanted. When the pump was removed there was puss and "gooey/milky" stuff in the pump pocket. A culture was done for seven days and did not find any infection but the patient was given antibiotics to take at home as a precaution. The situation was resolved. The cause of the event, results of the cat scan, actual and residual volumes, medical history, type of baclofen, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.